Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt lead migrated down. The lead was revised. The pt was noted to be "happy" with the results. If additional info becomes available, a follow-up MDR will be sent.